Manufacturer narrative:
30-nov-2017 product investigation results: reporter returned an unspecified number of toothbrush heads on 30-nov-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Had brush head fall to pieces in mouth / the pin at the top has flown out and all the pins and springs have come off / the bristle part has also came detached [device breakage] no adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a male consumer of unspecified age reported via phone on 18-jan-2017 that he had an oral-b dualaction brushhead fall to pieces in his mouth. He explained that the pin at the top had flown out and all of the pins and springs had come off; the bristle part had also become detached. Out of the 3 pack of brush heads, he had only used one. He described that the logo on the brush head was gray, and the logo did not come off with a coin. The consumer stated that he had used oral-b electric brushes for many years, and this was not the first time he had used these particular brush heads. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Had brush head fall to pieces in mouth / the pin at the top has flown out and all the pins and springs have come off / the bristle part has also came detached [device breakage]; no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported via phone on 18-jan-2017 that he had an oral-b dualaction brushhead fall to pieces in his mouth. He explained that the pin at the top had flown out and all of the pins and springs had come off; the bristle part had also become detached. Out of the 3 pack of brush heads, he had only used one. He described that the logo on the brush head was gray, and the logo did not come off with a coin. The consumer stated that he had used oral-b electric brushes for many years, and this was not the first time he had used these particular brush heads. No symptoms developed.